Event description:
It was reported that while running bd phoenix¿ m50 automated microbiology system there was false resistance. There was no report of patient impact. The following information was provided by the initial reporter: inconsistent reports.

Manufacturer narrative:
H.6. Investigation: a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). A bd field service engineer (fse) was dispatched to investigate. The fse performed a light source adjustment and performed a normalizer cv (coefficient of variance) test. Samples were run in the instrument and results were compared, confirming there were no discrepancies. The root cause is not known. As the fse performed a manual source adjustment in order to improve the instrument readings, this is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. It is noted that this same failure mode was reported at the time on the customer's second m50 instrument (s/n (B)(6). Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd phoenix¿ m50 automated microbiology system there was false resistance. There was no report of patient impact. The following information was provided by the initial reporter: inconsistent reports.